Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. (B)(6): (B)(6), lead tech, called to request support to help determine if scope should be sent in for repair. (B)(6) said when sht puts the scope into the cv-190 but the tower is not reading the scope. (B)(6) 2026 (B)(6) ¿ with my guidance, lead endo tech (B)(6) observed that the specific issue is that when pcf-h190l / (B)(6) is inserted into three known reliable cv-190 towers, no endoscope video image is seen on the monitor. Only the cv-190 test pattern is seen. Yet, when she inserts other known-reliable endoscopes into the cv-190 towers, endoscope video images are seen. I asked her to power off the tower components, clean the electrical contacts on pcf-h190l / (B)(6) with a 70% iso alcohol lint-free prep pad, let the alcohol dry and then insert the one connector into the clv and power on the tower components. She observed that the no endoscope video image was seen ¿ only the test pattern. She inserted pcf-h190l / (B)(6) into a second known reliable cv-190 tower and obtained the same failure result. * at a future time, lead endo tech (B)(6) will use the myolympus service portal to send pcf-h190l / (B)(6) to olympus repair.

Event description:
It was reported that the colonovideoscope had no endoscope video image is seen on the monitor. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.